Event description:
It was reported that the balloon got stuck in the stent. A drug eluting stent was placed in the left anterior descending artery (lad) which jailed off the diagonal 1. The stenosis was advanced, confirmed via intravascular ultrasound, and a 15mmx2.50mm wolverine coronary cutting balloon was selected for use to dilate the lesion. During removal, the wolverine balloon got stuck in the previously implanted stent and could not be removed. A non-boston scientific guide extension catheter was used to remove the balloon and plain old balloon angioplasty was performed and bailed out. The procedure was completed with another of the same device. No patient complications or injury were reported as a result of this event.

Event description:
It was reported that the balloon got stuck in the stent. A drug eluting stent was placed in the left anterior descending artery (lad) which jailed off the diagonal 1. The stenosis was advanced, confirmed via intravascular ultrasound, and a 15mmx2.50mm wolverine coronary cutting balloon was selected for use to dilate the lesion. During removal, the wolverine balloon got stuck in the previously implanted stent and could not be removed. A non-boston scientific guide extension catheter was used to remove the balloon and plain old balloon angioplasty was performed and bailed out. The procedure was completed with another of the same device. No patient complications or injury were reported as a result of this event. It was confirmed that the manifold/hub of the wolverine was cut during bail out and it was discarded.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the hypotube had been dissected near the location of the hub manifold. The actual hub manifold was not returned with the device. No kinks or damages along the length of the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion identified no kinks. A visual examination of the balloon identified that the balloon had been inflated and there were traces of inflation media inside the balloon. A microscopic examination of the distal extrusion identified no damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device could be loaded on a 0.014" test guidewire without issues. No other issues were identified during the product analysis.